Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Patient race/ethnicity and weight were requested but the information was not recorded by the initial reporter. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the anchor came off of a silent nite 3d device. Additional information received reported that the patient did not suffer any harm, injury, or adverse outcome and did not require intervention. The event occurred on (B)(6) 2026 and the patient stopped using the device that day.

Manufacturer narrative:
Additional information: d9. The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned without the original case. The returned device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - an anchor was broken off. Delamination - layers were intact and did not separate. Discoloration - the device was transparent. General cleanliness - the returned device appeared to be partially clean. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).